Manufacturer narrative:
It was reported that the patient continues to have minimal clear drainage expressible with palpation and mild erythema at the wound site. On an unknown date, the wound was opened, fluid evacuated and a penrose drain was placed. (B)(4).

Manufacturer narrative:
It was reported that the cellulitic area was palpated on (B)(6) 2014. The penrose drain was removed on (B)(6) 2014 and was allowed to fall out on its own. The patient condition was well, with a small open area in the wound with no tracking and scant drainage. On (B)(6) 2014, a small draining sinus was noted and reported as mild in severity. Patient is receiving ongoing intervention with silver nitrate.

Event description:
It was reported that the patient underwent recurrent open incisional ventral hernia repair with multiple defects on (B)(6) 2014 and mesh was implanted pre-peritoneal. A jackson-pratt drain was placed subcutaneously. Upon physical examination on (B)(6) 2014, the patient experienced redness and skin breakdown at the right side drain site. The drain was removed on an unknown date due to erythema and mild skin breakdown and the patient received bactrim for 10 days. The patient has experienced cellulitic areas at the wound. The surgeon opines that drain placement and drain fixation contributed to erythema and that the hernia repair appears intact. Approximately one week following the drain removal, the physician opined that the patient¿s drain site erythema and cellulitis are improving however the patient appears to have continued drainage at the wound site.

Manufacturer narrative:
(B)(4) ¿ cellulitis occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/11/2019. (B)(4). Additional narrative: it was reported that the patient experienced some cellulitic areas at her wound, and minimal clear drainage is expressible with palpation. It was reported that the cellulitis began on (B)(6) 2014. It was also reported that the wound was opened and fluid was evacuated. A penrose drain was placed. This adverse event is possibly related to the product and definitely related to the procedure.